Manufacturer narrative:
Our product evaluation lab received one model 120602f catheter without any attached components. The balloon was found to be ruptured and blood residue was observed on the latex. After cutting the proximal and distal windings, the ruptured edges did not appear to match up. The catheter was noted to be past its expiration date of may 26, 2021. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. No visible damage was observed from both windings and the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. It is noted that the catheter was used past the expiration date of 26may2021. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use, the balloon on the fogarty catheter, lot number 61900499, could not maintain its inflation when tested. It seemed to be ruptured although only 0.2ml of gas was injected. The procedure was being performed at an animal hospital. There were no complications reported to the animal.

Manufacturer narrative:
The customer report of the inflation issue was confirmed. An engineering evaluation was completed. A product risk assessment was generated. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.